Event description:
This procedure was performed on the sfa. The physician attempted to deliver the visi-pro stent through 6f sheath. The stent would not cross the lesion and dislodged from delivery system. The physician used a snare to successfully retrieve the visi-pro stent. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.